Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows: discoloration of the plug molding, any signs of cracking, or loose fit of the plug blade. Replace the power cord, if damaged. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
A company representative - service personnel contacted technical service to report that progressa frame, rental had power cord damaged copper exposed. There was no patient/user injury, medical intervention, symptom, or adverse event reported.